Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, a long-term test was performed and the unit operated normally, there was also no anomaly with backup pacing operation while battery replacement was tested. (B)(4).

Event description:
It was reported the patient was hospitalized for bradycardia. An external pulse generator (epg) was connected to the patient. Although, the doctor did not turn off the power intentionally, it was turned off the following morning. The device was returned for servicing. No patient complications were reported as a result of this event, the patient had an intrinsic rhythm.